Manufacturer narrative:
(B)(4). Manufacturing date -- (B)(6) 2015. The device was not returned however a photograph was received and evaluated. Visual inspection of the photograph was performed and revealed evidence of red coil cap shaving inside the device housing. The shaving was not in the fluid path. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a red plastic fiber in a large volume folfusor. This was noted before patient use. The device was filled with 3850mg fluorouracil in 153ml 0.9% sodium chloride solution to a total fill volume of 240ml. There was no patient involvement. No additional information is available.